Event description:
It was reported that the patient experienced uncomfortable stimulation. Reprogramming was not able to resolve the issue. As a result, surgical intervention took place on (B)(6) 2026 wherein the l2 lead was explanted and replaced to resolve the issue. During the surgical procedure, the l3 and l4 lead were accidentally moved. As a result, both leads were explanted and replaced to resolve the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.